Event description:
Difficulty tightening the circumcision clamp led to excessive bleeding.

Manufacturer narrative:
Difficulty tightening the circumcision clamp led to excessive bleeding. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.